Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the front right side buttons on the monitor were not working, causing a bad auxiliary board. The auxiliary board was replaced. Since the event occurred during routine testing of the device, there was no pt involvement during this event.